Event description:
It was reported that a patient alert triggered due to high impedance and oversensing on the chronic lead. Since the lead was implanted for approximately 12 years, it was decided to cap and replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed sensing - oversensing. It was noted that there were 5 - lfp high rate-ns <= 215 ms average v-cycle between (B)(6) 2012. There was sensing - interference/noise, ventricular short interval count v-sic=118.9 counts avg/day, in 1.95 days, between (B)(6) 2012. The std review - lead integrity alert triggered and 3 - patient alerts for lead failure predictor between (B)(6) 2012.